Event description:
Revision surgery was performed 1 year and 6 months after the primary surgery due to infection; the pathogen was unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 jan 2026. Stem: amistem-p collared 01.18.432 amistem-p collared std. Size2(k173794) lot. 2342288: (B)(4) items manufactured and released on 23 jan 2024. Expiration date: 07 jan 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.26.2852mhc double mobility hc liner d 28/dmf (k0922659 lot. 2339844: (B)(4) items manufactured and released on 31 oct 2023. Expiration date: 11 oct 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m (k112115) lot. 2406489: (B)(4) items manufactured and released on 14 march 2024. Expiration date: 26 feb 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.152mb mpact dm acetabular shell d 52 (k143453) lot. 2337845: (B)(4) items manufactured and released on 14 feb 2024. Expiration date: 31 jan 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.